Event description:
Covidien received information stating that the 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported to have run the ventilator on test lung for three days and could not duplicate the malfunction. The unit has been returned back to service. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).